Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 6 months ago due to failure to recharge their scs system as recommended. Subsequently, the ipg became inoperable. As a result, surgical intervention was undertaken wherein the device was explanted and replaced with a new model. Postoperatively, therapy was confirmed and the issue resolved.